Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v593243, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a complete new implant on (B)(6) 2015. No further complications were reported/anticipated.

Event description:
No new information reported. Patient weight was obtained.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v593243, implanted: (B)(6) 2010, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient.

Event description:
The consumer reported that the patient had the poor communication screen on the patient programmer in (B)(6) 2015. The programmer just stopped working and the patient checked 3 different sets of batteries and it didn't work. The patient was not recently implanted or had a revision surgery. The patient used the antenna, confirmed it was secure, and synced with the implantable neurostimulator (ins). This resolved the issue. No symptoms were reported. The patient got a replacement programmer and was still getting the poor communication screen. The new programmer didn't work and the patient was told they needed to see their health care provider (hcp). The hcp told the patient they needed to have surgery on (B)(6) 2015 to see why it wasn's working if it was the battery or broken wires. The patient noted that one of the wires must be broken or something because they had the wires break several times. The patient had 7 surgeries for it, but it did help when it was working all the years they¿ve had it. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Reference manufacturer¿s reports #3004209178-2015-16956, 3004209178-2015-16957, 3004209178-2015-16958, 3004209178-2015-16959, 3004209178-2015-16960, and 3007566237-2015-02443 for the patient's other surgeries.